Event description:
It is my belief that the design for the power chair manufactured by pride mobility products has very serious flaws in its design especially for those who use oxygen tubing to get around one's home. Flaws that can cause serious injury and have caused me minor injury as well. I believe that the power chairs flaws as follows; the armrest are poorly designed as with the extremely wide openings they allow the tubing to be entrapped thereby resulting in the tubing and/or the cannula to be pulled with great force from ones face which in my case has caused minor injuries. The anti-tip wheels have a width the same as the oxygen tubing thereby allowing the wheels to become ensnared between the wheel and the housing of which the wheel is attached or feeds the oxygen tubing to the tires, allowing the tubing to be wrapped around the tire, allowing for the o2 flow to be cut off and/or once again pull the tubing from the face. Three; the tires instead of rolling over the tubing, it sometimes catches the tubing and allows it to pull the tubing and the cannula from ones face, this problem has also disconnected my o2 tubing from the cannula many, many times thereby causing great concern as this has caused my o2 saturation level to drop, until I am aware that my o2 has been compromised with the separation. Finally 4, the placement of the controller although perfect, the speed button and the power buttons are super sensitive to the touch wherein one can accelerate to a faster than normal speed or even turn it off with the slightest of touch which is relevant when the tubing has been pulled from the cannula or the concentrator. Unfortunately as my o2 saturation level drops to sometimes dangerous levels with the slightest exertion, I am caught in a catch 22 as a manual wheelchair would not suffice, thereby making me reliant on the power chair. It is that these flaws of which I notified pride mobility products about that I would consider serious enough to warrant action. I have suffered a lack of o2 many times, been superficially injured when the tubing and/or cannula have been pulled so harshly from my face. Dates of use: presently using - (B)(6) 2012. Reason for use: o2 level drops with slightest exertion and possible idiopathic pulmonary fibrosis.